Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an out of box failure: cassette not attached error. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached error. Review of the event history log matches the customer's complaint. Visual and functional testing was performed. The cassette not attached error was confirmed. Replaced the latch/lock and latch/lock sensor to resolve this issue. Device passed all testing criteria. Post repair.